Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump woke up the customer with a screeching constant tone. However, nothing appeared on the screen. The customer changed the reservoir, infusion set, sensor, and battery but the screeching noise continued with a blank display. The insulin pump was frozen. The customer was unable to exit the time and date screen. The constant tone came back in the middle of the frozen display troubleshoot. Customer's blood glucose level was 9.9 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was programmed with correct time and date, monitored for 2 days with no unexpected constant audio beep or screeching anomaly noted. All of the buttons are responding properly, no damage or moisture damage on the keypad assembly, no unlocked lcd keypad connector, no button keypad anomalies, frozen screens or unexpected circles on the insulin pump display were noted. The insulin pump powered up properly after battery installation. The insulin pump has cracked case at the display window corners, cracked battery tube thread and with minor scratched display window.